Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2".

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately (3) years post initial implant an indeterminate endoleak with sac growth was identified. Re-intervention is scheduled and patient is doing fine and continues to be asymptomatic.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately (3) years post initial implant an indeterminate endoleak with sac growth was identified. Re-intervention is scheduled and patient is doing fine and continues to be asymptomatic. Additional information: re-intervention was completed and patient was reported to be doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Patient code- remove 1708. H6: method code- remove 4117. Result code ¿ remove 3233. Conclusion code ¿ remove 11.